Event description:
Patient had clearlink controller during initial treatment, then after 1 treatment asked him to put in dose . Clearlink is to prevent patients putting in their own dose to prevent burns. Patient did not enter anything thankfully and was near miss.